Event description:
It was reported that this right atrial (ra) lead dislodged and exhibited high pacing threshold measurements. In addition, fluoroscopy during change out found that the lead dislodged at some point. The lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.